Manufacturer narrative:
Physio-control replaced the therapy connector and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
Found during routine testing. While performing service contract inspection and testing of the facility's defibrillator/monitors, physio-control observed that one device would intermittently not charge the defibrillator when the charge button was pressed. There was no patient use associated with the report.